Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure, 'error 23025 along axis 2.' The mtm was tested in sine cycle and the error 23025 was observed.

Event description:
It was reported during a dual console da vinci-assisted surgical procedure, the customer swapped control between the surgeon side console (ssc), as the system generated a recoverable error. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found errors: 23008, 23013, and 23025; indicating and error on the master tool manipulator (mtm), axis 2. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.